Manufacturer narrative:
Product ID: 39286-30, serial# (B)(4), implanted: (B)(6) 2010, explanted: (B)(6) 2020, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer representative (rep) clarifying the out of range impedances were high. The cause of the loss of stimulation and out of range impedances were unknown. A replacement was scheduled for (B)(6) 2020 to resolve these issues and it was indicated that following the replacement the device would be returned. Additional information was then received by the rep on 2020-02-26, stating that a full system revision was performed that day. They stated that the system was checked at all connections, but no source was found. The old system was completely removed and a full new system was implanted. All the connections were good, and the old system was destroyed during removal and discarded. No further complications were reported/anticipated.

Manufacturer narrative:
Noncomitant medical products: product ID: 39286-30, serial#: (B)(4), implanted: (B)(6) 2010, product type: lead. Other relevant device(s) are: product ID: 39286-30, serial/lot #: (B)(4), ubd: 28-jul-2013, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the consumer via manufacturer's representative regarding a patient who was implanted with a neurostimulator for spinal cord stimulation. It was reported that the patient had a loss of stimulation. Patient was able to increase amplitude to 10.1 without feeling stim. He stated if he pushed the leads he could feel stim come on. It was reported there were lead issues. Impedance check showed electrodes 1-10 out of range. Rep was able to program on 15<(>&<)>16 to allow use until his revision. The patient's prime voltage was 2.7 and he would have his battery replaced at the time of the revision. The rep reprogrammed around the affected electrodes. Issue not resolved at this time. No further complications were reported/anticipated.